Event description:
It was reported that the li61aor intraocular lens was inserted and removed intraoperatively due to bent haptic. According to the surgeon, it did not appear that there would be adequate support for iol centration. The incision was enlarged to remove the lens. Three 10-0 sutures were used to close the incision. Additional info has been requested. Please reference MDR #1119279-2012-00141 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.